Event description:
A pt was admitted to the hosp with a known diagnosis of "theophylline overdose-attempted suicide". The facility stated that the pt also had an extremely high alcohol level (0.24 gm%). While performing the theophylline assay for this pt, the operator misinterpreted a "result suppressed-oir" (out of instrument range) and proceeded with add'l analysis without consulting product labeling. The operator diluted the specimen with theophylline calibrator and obtained a second "result suppressed-oir". The operator did not dilute the specimen further but reported the result as less than the lower limit of the analytical range of the instrument (<2.0 ug/ml). The instrument performed as expected and correctly flagged the initial specimen and subsequent dilution as being out of the measuring range. No quantitative result was obtained. The facility has acknowledged the operator's failure to consult product labeling or to perform add'l dilutions and has implemented a new laboratory policy with regard to out of range specimens. Subsequent analysis of a properly diluted specimen produced a theophylline result of >120 ug/ml. The pt expired approx 4 hrs after the initial result was reported. This is being reported based upon the facility's indication that the operator's error and misinterpreted result may have contributed to a delay in aggressive pt care.